Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2x31r, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary incontinence. Per the ops report that was received on 2025-aug-29, the patient had a new interstim implant placed approximately 7-8 months ago. Since that time, the interstim device had shifted in the pocket and it was creating pain and discomfort when it was in the wrong position. The patient opted for a revision of the interstim ipg. It was noted during the operation that the lead wire was somewhat twisted, showing the ipg had made complete rotations. The ipg was untwisted.